Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: transplantation proceedings, 41, 1749¿1755 (2009); doi:10.1016/j.transproceed.2009.02.097 (B)(4).

Event description:
It was reported via journal article title: duct-to-duct biliary reconstructions and complications in 100 living donor liver transplantations author(s): b.w. Kim, b.k. Bae, j.m. Lee, j.h. Won, y.k. Park, w.g. Xu, h.j. Wang, and m.w. Kim citation: transplantation proceedings, 41, 1749¿1755 (2009); doi:10.1016/j.transproceed.2009.02.097. The study aimed to evaluate the risk factors for biliary complications and surgicial procedures for duct-to-duct reconstructions in adult living donor liver transplantation (ldlt). From feb2005 to mar2008, 100 patients with liver diseases underwent adult ldlt with duct-to-duct biliary reconstruction and employed 4 types of duct-to-duct procedures: first, between february and august 2005, the duct-toduct anastomosis was performed using an interrupted 6-0 prolene suture on both the anterior and posterior walls (group 1, n=9). Then second up to sep2006, the anastomotic procedure to a continuous uture on the posterior wall and an interrupted suture on the anterior wall using 6-0 prolene (group 2, n=49). Third was from oct2006 where a continuous 7-0 prolene suture on both the anterior and posterior walls (group 3, n=26) was used. And lastly from dec2007 to feb2008, all continuous 7-0 prolene suture with external stent (group 4, n=16). Postoperatively, biliary complications included biliary leakage (n=2; 2 patients from group 2) and biliary stricture (n=27; 4 patients from group 1, 21 patients from group 2 and 2 patients from group 3). The patients with biliary strictures were all treated using percutaneous transhepatic biliary drainage and sequential dilatation, and survived with 22 successfully completing interventional therapy. All patients with biliary leakage were successfully treated using endoscopic retrograde biliary drainage (erbd) and percutaneous drainage. In this study, the type of procedure and suture material for duct-to-duct anastomosis were significantly associated with the incidences of biliary complications following ldlt. According to the result, the size of the needle may be an important factor in duct-to-duct biliary anastomosis in ldlt. The cause of bile leakage among the continuous 7-0 biliary anastomosis cohort was not from breakage of the suture due to weakness, but from partial tearing of sutured graft duct because some portion was stitched too shallowly.